Event description:
It is reported that the black coating of instrument is peeling off and presenting on gloves of surgeons and techs during surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.